Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of inadequate capture and r-wave amplitude variation were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that during a follow up in clinic, inadequate capture and r-wave amplitude variation were noted on the right ventricle (rv) lead. Diagnostic imaging was performed and microdislodgment was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.